Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a hybrid issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated prior to implant and non-wireless telemetry was achieved; however, wireless telemetry was not possible. Wireless telemetry was attempted with three different programmers in three separate rooms with no success. The device was not implanted. No patient complications have been reported as a result of this event.